Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had noise. The lead was capped and replaced on (B)(6) 2025. The patient was discharged with no adverse consequences reported.